Event description:
It was reported that during a supply change the ilet piston did not fully rewind, the piston could not retract, and an ¿unable to proceed¿ alert displayed, consistent with an insulin delivery mechanism range error; the user transitioned to multiple daily injections and blood glucose values were not impacted. No reported symptoms. Outcomes included no hospitalization and temporary interruption of automated insulin delivery with use of backup therapy. Investigation included customer support troubleshooting and education. Investigation of this case revealed a suspected absolute range error of the piston mechanism preventing rewind. It was concluded that the device experienced a hardware malfunction of the insulin delivery component.